Manufacturer narrative:
A field service engineer (fse) was dispatched and on-site (B)(4) 2011. Fse found leaking wash buffer supply tubing and replaced the tubing. System performance was verified to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) concerning a leak coming from the waste drawer area of the unicel dxl 800 access immunoassay system. There was no exposure to the leaking fluids and no injury was reported.